Event description:
The customer stated a false negative syphilis result was generated for one patient. The gu patient generated a syphilis result of 0.41 s/co (neg) in (B)(6) 2009. In (B)(6) 2010, the patient again tested syphilis negative (0.36 s/co). The (B)(6) test result was questioned by a physician as the patient has been diagnosed as a latent syphilis patient. The may sample was repeated and generated a result of 0.4 s/co (neg). The sample was sent to another laboratory where a positive syphilis result was generated (no test results provided). The customer repeated several other negative samples with similar cut off values and all repeated with no difference indicating the false negative syphilis results are most likely due to the patient's serum. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.